Event description:
Information received from the field notes that the patient had previously suffered a myocardial infarction. The device was implanted with no complications. Within ten days, the ventricular capture thresholds had risen steadily from <1.0 v to 4.5 v. After repositioning the lead and reconnecting it to the pulse generator, lead impedance was >2500 ohms. The lead and pulse generator were subsequently replaced.